Event description:
It was reported that a patient implanted with an impella pump experienced a purge disc not detected alarm on the supporting automated impella controller. No patient harm was reported.

Manufacturer narrative:
Patient information was not provided. Section a was left blank. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.